Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 400 mg/dl. Caller stated that she was slurring her speech and could not stand, so paramedics were called. Blood glucose level at the time of the call was 193 mg/dl. Customer was wearing the insulin pump at the time of the incident. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.